Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issues could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. The subject meter was found to misclassify blood samples for control solution; however, no failure relating to inaccuracy was found during meter evaluation. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter, read inaccurately high in comparison to her feelings and/or normal readings, and when she tested with a blood sample the meter was reading it as control solution. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist reviewed the initial complaint call. The patient reported that she became aware of both issues on (B)(6) 2017, alleging she obtained inaccurate high blood glucose results of ¿144 and 225 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. Also on the same day, when she tested using a blood sample, it read as control solution. The patient reported that she manages her diabetes using insulin on a sliding scale, and alleges that due to the inaccurate high readings, she had been administering too much insulin (unknown amount). She reported that within 30 minutes of the alleged meter issue she developed symptoms of ¿shakiness, blurry vision and numbness¿. The patient denied receiving or requiring any treatment for the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted that when a retest was carried out, the issue was not resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.